Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR#: 2134265-2011-02341 and 2134265-2011-02340. It was reported that during a stenting treatment procedure, the patient had a myocardial infarction. Three taxus express 2 stents were implanted, causing a severe heart attack. No additional information was provided.